Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was stopped. A 3.5-5.5 190cm filterwire ez was selected for use. During the procedure, it was noted that the tip was damage, thus the procedure was stopped and not completed. No complications reported and there was no patient injury.